Event description:
The hcp reported the patient's intrathecal drug delivery catheter was not working. They were unable to aspirate fluid through the catheter. The patient experienced increased spasticity. The catheter was explanted and replaced. The drug used in the pump is baclofen 500 mcg/ml at 0.109 mcg/day in a simple continuous infusion mode. The patient recovered without sequela following catheter replacement.

Event description:
Additional information: it was added that the event was ''unable to enter/withdraw from catheter access port'', a catheter related complication.

Manufacturer narrative:
(B)(4).